Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the plastic chipping away when taking the reservoir out and putting it back in. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.